Event description:
It was reported that the colonovideoscope had a burned charge coupled device lens. The issue was identified during device inspection prior to use. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.